Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The product was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to customer site and discovered foreign material adhered to float sensor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation by a field service engineer (fse) at the customer site, foreign material was found in the reprocessing basin of the endoscope reprocessor. There was no patient involvement.